Manufacturer narrative:
Most recently, information was received indicating that this device system was removed from service as a result of infection. To date, associated medical devices have not been returned to the boston scientific post market quality assurance laboratory. This investigation will now be re-closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this device system remained actively in service, however medical (pharmaceutical) intervention occurred due to pocket infection that was present three days post-implant. The patient indicated that a small amount of infected area yet remains at the device site.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required.